Event description:
It was reported that when the clinician picked up the arrow raulerson syringe, the needle fell away from the syringe. He said the hub must have been cracked in the package, otherwise it would not have broken away so easily. The needle was exchanged with a new one resulting in a delay in the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.